Event description:
According to the info received a user is having issues with the external condom catheter irritating his foreskin. The device is taking his skin off. The user stated he was not sure if it was an adhesion problem or urine pooling near the foreskin. He stated this problem had been ongoing for several years and he will be seeing a doctor regarding this issue.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed.